Event description:
Info provided indicates that a facility reported while using a sabina mobile lift to lower a pt to the bed that the lift hook came out of the arm of the lift due to the screw being missing. The pt fell back onto the bed. No injury alleged. Lift was removed from service.

Manufacturer narrative:
(B)(4). Parts to be returned to MFR for analysis. F/u report will be submitted.